Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer¿s blood glucose levels. Customer reported this was a past incident, no troubleshooting could be preformed. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.